Event description:
After the pretest and once the doctor had placed the probe, it was observed that ice was forming all the way up the shaft within the first minute of freezing. Probe was immediately turned off, thawed, removed and replaced with another probe.

Manufacturer narrative:
No patient injury reported.device returned and evaluated. Evaluation confirmed reported shaft frosting due to a vacuum failure.